Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient believed something was going wrong as patient reported on sunday (starting about mid-day) they started getting zapped non-stop and couldn't move because they were being zapped so drastically. Patient stated they found the controller and turned off the device on sunday evening and let it rest until monday morning. Patient reported it took about 1-3 hours for everything to calm down after they turned off the implant. Patient clarified immediately after turning off the implant the "intensity pain" would go away, but stated there was a residual "kind of like a fade away time frame". Patient stated they let it rest until monday morning and stated on monday morning they turned therapy back on and reduced the intensity by half (stated they decreased stimulation from 1.8 to 0.9) and stated it helped until maybe 3 o'clock monday when it became really uncomfortable and they felt the same thing and it got to the point of intensity to where they couldn't move and it felt like there was lightning shooting down to their crack. Patient clarified this as the space between their "front and back, that little tiny patch of skin" and patient stated it felt like lightening bolts to that area. Patient also reported getting an intense pain coming up to the backside of their ribs. Patient denied any recent trauma to the implant or falls. Patient services provided a therapy overview to the patient. Patient left implant off overnight and stated implant was still turned off. Patient stated they contacted their healthcare provider (hcp) and was advised to contact patient services. Patient services reviewed their role and recommended patient leave implant off if uncomfortable until patient followed up with their hcp. The patient was redirected to their hcp to further address the issue.